Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver biliary self-expanding metal stent. The stent deployed without difficulty. During removal of the introduction system, the introduction system tip became lodged on the ductal end of the deployed stent. The outer sheath of the introduction system was advanced in an attempt to free the tip from the stent. This caused the ductal end of the stent to become caught between the introduction system tip and the outer sheath of the introduction system. The introduction system was pushed forward in an attempt to release the stent. During this attempt, the inner catheter separated from the proximal end of the introduction system. The outer catheter of the introduction system was removed through the endoscope, and the inner catheter was left in place. A snare was advanced over the inner catheter and used to remove the inner catheter from the stent. The inner catheter was removed through the endoscope. Due to this observation the stent moved approximately 2cm out of the papilla. The physician left the stent in this position. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described. Only the inner catheter and handle cannula of the introduction system were included in the return. The inner catheter has separated from the handle cannula as described in the report. We were unable to perform a functional evaluation due to the condition of the returned device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. Conclusion: a definitive cause for this observation could not be determined because the condition of the device prohibited a functional evaluation and the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Information provided with the report indicated a biliary dilation was not completed prior to stent deployment. The instructions for use for this device advise the user that assessment must be made to determine the necessity of balloon dilation prior to stent placement. Not performing a biliary dilation could have contributed to this observation. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The information provided indicated a biliary dilation was not performed and this could have contributed to the reported observation. Customer quality assurance will continue to monitor for complaint trends.